Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker was found in safety mode. The patient has been unable to send remote monitoring and has experienced palpitations but was unable to complete manual transmission due to the device state. Interrogation was performed, and the device was replaced. No additional adverse patient effects were reported. This pacemaker is no longer in service.